Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to a possible fracture. It was reported that the patient received an inappropriate shock due to possible noise. The electrode was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to a possible fracture. It was reported that the patient received an inappropriate shock due to possible noise. The electrode will be returned. No additional adverse patient effects were reported.